Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, the sutures of two proglide devices were attempted to be placed using the preclose technique in the right common femoral artery (rcfa). Reportedly, a cuff miss occurred. A second proglide device was used and another cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 20f for the pevar procedure. When the pevar procedure was completed the two successfully preplaced sutures achieved hemostasis. The left common femoral artery was also accessed and closed with no issues during this procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the device was used in a calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced, was filed under a separate medwatch manufacturer report number.